Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a replacement procedure for normal battery depletion (nbd), the header detached from the device with this pacemaker. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection confirmed the header was loose from the device case. The device was then exposed to simulated heart load conditions and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. Loose/separated headers are due to an insufficient bond strength between the header and the device case.

Event description:
The device was returned to boston scientific for analysis.